Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. The customer reported that they experienced low blood glucose. The customer's blood glucose was 44 mg/dl at the time of incident. The customer's blood glucose was unknown at the time of hospitalization. The customer stated that they had a leak. The customer stated that the cannula was bent against the tape so the insulin pump was not delivering insulin into the body. The insulin pump will not be returned for analysis.